Event description:
It was reported that 10,000 bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port. The following information was provided by the initial reporter: when injecting through the injection port, the valve system did not work. After that, blood or infusion solution leaked through the injection port, rendering the pcv useless. This happens with all sizes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-23. Investigation summary: one representative sample was received by our quality team for evaluation. The sample was subject to visual inspection, injection leak test, and catheter adapter leak test. The sample passed all testing and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing to corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10,000 bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port. The following information was provided by the initial reporter: when injecting through the injection port, the valve system did not work. After that, blood or infusion solution leaked through the injection port, rendering the pcv useless. This happens with all sizes.